Event description:
Patient reported capsular contracture, baker grade unknown, "recall, panic and anxiety crisis", "breast pain", "intense local pain", "redness", "altered position", "some folds in its contour", "calcification", and "episodes of erythema. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.